Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It has reported an issue that the pump did not alarm when the cassette was running low or empty. The patient later realized the pump had been off for approximately 30¿45 minutes, resulting in an interruption of therapy. During this time, she experienced symptoms including nausea, upset stomach, and lightheadedness. The patient was able to switch to a backup device and resume infusion immediately. She is currently infusing veletri sdv 35ng/kg/min but continues to feel lightheaded when laying down to rest. While speaking with the pharmacist, the patient¿s tubing disconnected from the cassette, which she was getting fixed. The event occurred during infusion. There was patient involvement and harm.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.